Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer did not know the blood glucose reading. The customer stated that he did not recall any significant events leading to the alarm except for the fact that he had the device clipped to his side while he rode his bike. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads. (B)(4).